Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017- excessive force.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device relative to an unspecified procedure. Reportedly, the prostyle device was bent/damaged after deployment. The physician aggressively bent the device. The account provided a photo of the deployed prostyle device with a bend and break at the proximal end of the guide tube. The guide tube appears to still be attached to the body of the device. The same suture was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.